Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the rep that the tlc55 misfired during the procedure. Another tlc55 device was used to complete the case. There was no consequence to the pt.